Event description:
The consumer reported shocking that just started. The patient only had an implantable neurostimulator recharger (insr) on hand and wants to turn the implantable neurostimulator (ins) off. The insr use was reviewed and they successfully turned the ins off. It was reported that the patient would follow up with their healthcare professional to resolve the shocking. The consumer reviewed that they won't need the therapy again until the fall. It was later reported that the patient all of a sudden had electricity going down their toes and it was really painful. The patient reported that the shocking was back and they wanted help turning off their stimulator. There was a report that the patient's stimulator was currently on. It was reported that the shocking sensation was a constant shocking sensation. There was a report that the patient went to sit down on their recliner because they were exhausted from physical therapy and that was when the shocking suddenly came on. No trauma or falls were reported to be related to the issue. There was a report from the patient that the shocking sensation stopped when the stimulator was turned off. The patient reported that they had an appointment by the end of september and would ask the manufacturer representative (rep) to set the stimulator on lower setting for an "even keel" so it wouldn't be "as powerful" and set the device for the upcoming winter. It was reported that the patient would leave the implant off so they could have a break and also reported that they would remember to recharge it while it was off. A sudden change in therapy or symptoms as reported. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.